Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was sensing noise. The patient was asymptomatic. The noise was reproducible with isometric testing. No changes were made and there were no consequences to the patient.